Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the failed battery test. Customer's blood glucose level was 273 mg/dl. The customer was assisted with the troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected bad battery, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.